Manufacturer narrative:
(B)(4). The device has been requested to be sent for evaluation from user facility to bbm laboratory in (B)(4). A follow up report will be provided when the inspection results become available.

Event description:
(B)(4).